Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed close door when the door was closed. This occurred during programming/setup. There was no patient involvement. No additional information is available.